Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -05.50 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted due to low vaulting. A longer lens was implanted on (B)(6) 2016 and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
(B)(4). Product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the lens haptic torn/ broken/ bent/ deformed and the presence of foreign material (spots and hair) on the lens surface. No similar complaints were reported for units within the same lot. (B)(4).